Event description:
Inability to deliver via the clava port. The nurse primed the tubing set with normal saline and connected it to the pt's IV access catheter. The secondary tubing set was primed with an unspecified "pre-chemo solution". The nurse connected the secondary tubing set to the upper clave port on the primary tubing set and opened the clamp. The nurse reported that the secondary infusion "would not run". The secondary was clamped off and the nurse reportedly noted that "the pin inside the clave port on the primary tubing set was out of position". The nurse stopped the infusion, changed the primary tubing set, and the infusion was resumed. There were no reported adverse pt effects. Though requested, no additional information was provided.